Event description:
As reported: "detected metal chips in inserts for t2 alpha spi, after washing/cleaning."

Manufacturer narrative:
The received pictures were reviewed, neither the reported metal chips nor the under the pictures mentioned "missing metal on the one on the left" can be confirmed. Based on this varying information it can also not be defined if the complaint is cleaning (metal chips) or use (missing material) related. A device inspection was not possible since the affected device was not returned, therefore no further evaluation is possible. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "detected metal chips in inserts for t2 alpha spi, after washing/cleaning."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device is retained by the hospital.